Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that another hcp injected a patient with 1 ml of juvéderm® volift¿ with lidocaine to the lips, chin (c2), and jaw (jw 4/5) with 0.1 ml of the 1 ml was injected to the lips. The patient presented with a lip occlusion on the same day. Patient was injected with hyaluronidase to the lip and treated with oral asa on the same day. Same treatment was repeated for 3 days. Patient also went for hyperbaric oxygen therapy for 6 treatments. The symptoms fully resolved 7 days after the date of onset.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that another hcp injected a patient with 1 ml of juvéderm® volift¿ with lidocaine to the lips, chin (c2), and jaw (jw 4/5) with 0.1 ml of the 1 ml was injected to the lips. The patient presented with a lip occlusion on the same day. Patient was injected with hyaluronidase to the lip and treated with oral asa on the same day. Same treatment was repeated for 3 days. Patient also went for hyperbaric oxygen therapy for 6 treatments. The symptoms fully resolved 7 days after the date of onset.